Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 4. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips involved with this complaint have been returned, however, evaluation of the test strips could not be performed because all returned strips are used. The meter has also been returned and evaluation is not yet completed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.